Manufacturer narrative:
Manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Based on the condition of the sample it is confirmed that the covered stent could not be deployed. A force transmitting catheter segment inside the handle was found to be fractured due to increased deployment force. In this case the system was flushed, and there was no report of using inadequate accessories. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the current labeling for this product, the potential issue was found to be addressed. Based on the instructions for use delivery system specific events that could be associated with clinical complications include: failure to deploy as well as high deployment forces. The reported use of the device during treatment of an abdominal aortic aneurysm represents an off label use of the device. Based on the instructions for use the covera¿ vascular covered stent is indicated for the treatment of stenosis in the upper extremity venous outflow of patients dialyzing with an arterio-venous (av) access graft or fistula. Correct covered stent deployment was found to be properly described. (Expiry date: 10/2022).

Event description:
It was reported that a covered stent allegedly failed to deploy during treatment of an abdominal aortic aneurysm. As reported a fenestrated and branched aortic graft was used. The covered stent was intended to be placed in the truncus of the celiac artery. As reported a cracking noise of heard in the system. Another device of another type was used to complete the procedure. There was no reported patient injury.